Event description:
It was reported to kendall healthcare that: "during an egd with dilitation, the blue tip came off during suctioning of the oral cavity. Bronch forceps were used to remove the tip from the pharnyx."